Event description:
A report was received that the patient will undergo a pocket revision due to pocket discomfort.

Manufacturer narrative:
Additional information: the patient is not going to have surgery until december due to work issues. Pocket site discomfort is still present.

Event description:
A report was received that the patient will undergo a pocket revision due to pocket discomfort.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to pain at the pocket site. The patient was reportedly doing well following the procedure. The physician does not feel that the pain was device or procedure related. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision due to pocket discomfort.